Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported the customer received several motor error alarms during bolus deliveries. Customer's blood glucose was 110 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.